Event description:
It was reported in an abstract that a study comparing percutaneous vertebroplasty and balloon kyphoplasty was conducted and a total of 16 patients underwent balloon kyphoplasty procedures (bkp) over the course of an eleven year period and were available for at least 3-month follow-up. The study patients were composed of 15 men and 31 women with the mean age of 75.0 years (range, 62 to 86). Bkp study group included 16 patients total (8 men; 8 women / mean = 74 years; range = 68-80 yrs) under general anesthesia. The average fill volume with cement was 5.3ml (range 3.0ml-7.6ml). It was reported that 4 cases of "cement leakage" were observed. The type of cement used in this study was not specified in the abstract.

Manufacturer narrative:
Literature citation : jun ouchida et al. "Spinal alignment in adjacent vertebral fracture after balloon kyphoplasty (bkp) and percutaneous vertebroplasty (pvp)". 1407-02; 2014/08/21. A2. 74±6 years. A3. 8 men: 8 women. (B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.